Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the actual residual volume was 0 ml and the expected residual volume was 2.7 ml. There was not a discrepancy at the last refill. There were no symptoms reported. Additional information was received on 2016-nov-02, the cause of the volume discrepancy was not determined. It was unknown what troubleshooting was performed. More information was received on 2016-nov-09. A pump replacement was discussed due to elective replacement indicator of 6 months. It was an older pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.